Event description:
Complainant alleged that during a routine shift check by a clinician, the device turns on with no display except for a green dot in the screen. Complainant indicated that there was no patient involvement in the reported malfunction.